Event description:
The facility reported a device with the stop and open buttons not working on the pump head module keypad. This condition occurred during biomedical testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "stop and open buttons not working on pump head module" was confirmed during product evaluation. Inspection of this pump revealed the condition was caused by a faulty pump head module (phm). To correct this condition, the phm was replaced. The pump was retested, and returned to the customer within specification.